Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, a pod coil would not advance within its introducer sheath; therefore, it was removed. Afterwards, the physician attempted to advance a new pod coil within its introducer sheath; however, the same issue occurred. The pod coil would not advance at all within its introducer sheath; therefore, it was removed. The patient was undergoing a new pod coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned pod coil revealed pusher assembly kinks, the introducer sheath was ovalized on its proximal end, and the embolization coil had offset coil winds on its proximal end. If the device is forcefully advanced against resistance, damage such as this may occur. During the functional test, the pod coil could not be advanced at all from its returned position within the introducer sheath. Evaluation of the second returned pod coil revealed a functional device. During functional testing, the pod coil was advanced through its introducer sheath with resistance due to dried blood within the introducer sheath. The pod coil was then advanced through a demonstration lantern without an issue. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-01140.